Manufacturer narrative:
The investigation was completed on 27-may-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31277145l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the patient experienced cardiac tamponade that required pericardiocentesis. The patient will stay for overnight observation in the critical care unit (ccu). The device evaluation was completed on 23-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the patient experienced cardiac tamponade that required pericardiocentesis. During an atrial fibrillation case the patient suffered a pericardial effusion. The patients heart rate increased while finishing up the cti line on the right side and the physician performed a pericardial survey. A pericardiocentesis was performed and 1200 of fluid was drained off. The patient is stable. The patient will stay for overnight observation in the critical care unit (ccu). The drainage tube was left in place. The procedure was completed. The physician does not know how the patient complication occurred. Ngen generator was used during the procedures and there were no errors during the procedure. Additional information was received. Patient fully improved. Transseptal puncture was performed with a brk 1 sl2 abbott. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).